Event description:
It was reported that a re-intervention was performed one-week after implantation to reposition the ventricular lead (septum to apex) due to the presence of many pvcs (45%), which can be caused by septal pacing. After repositioning the lead, normal values were measured. When inserting the ventricular lead into the port, blood infiltration was observed inside the port. It was noted that there was no problem to insert the stylet into the lead during the lead re-positioning procedure. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.